Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the customer had low blood glucose of 42 mg/dl. The customer also reported the change sensor and calibration not accepted alert. Customer received a change sensor alert after a calibration not accepted. Customer treated high blood glucose with carbohydrates. The sensor was returned for analysis.